Event description:
A customer called with a complaint that their meter is not working properly in that the first digit in the display does not seem to be showing. A request was made to return the instrument for evaluation. In the meantime, a replacement unit has been provided.

Event description:
A customer called with a complaint that the meter is not working properly in that the first digit in the display does not seem to be showing. A request was made to return the instrument for eval. In the meantime, a replacement unit has been provided.